Event description:
It was reported that after placement of the catheter, one of the luer hubs was found detached. The catheter was removed and replaced with a new one. No harm occurred to the patient.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that after placement of the catheter, one of the luer hubs was found detached. The catheter was removed and replaced with a new one. No harm occurred to the patient.

Manufacturer narrative:
(B)(4). The customer returned one 3-l catheter for analysis. Signs of use were observed on the catheter body and extension lines. Visual inspection of the catheter revealed the distal extension line separated directly adjacent to luer hub. Portions of the molding were still visible inside the luer hub. The extension line appeared rough and jagged at the point of separation. The catheter length measured 170mm, which is within the specifications of 157-177mm per product drawing. The distal extension line outer diameter measured 2.174mm, which is within the specifications of 2.13-2.21mm per product drawing. The distal extension line inner diameter measured 1.4732mm, which is within the specifications of 1.42-1.50mm per product drawing. Functional inspection was performed per the instructions for use (IFU) provided with this kit, which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal extension lines were flushed using a lab inventory syringe. Both extension lines flushed as expected. No leaks or blockages were observed. A manual tug test confirmed the medial and proximal extension lines were secure to their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The CAPA investigation indicated the root cause of this issue is manufacturing related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend complaints of this nature.